Event description:
Per the clinic, the patient experienced infection and was treated with topical antibiotic (specific date and duration not reported). Subsequently, the patient underwent abutment removal procedure on (B)(6) 2026 and it was reported the infection has resolved.